Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead measuring 31.0cm was returned for analysis. Final analysis found an external insulation abrasion noted at 17.8-18.5 cm from the connector pin, consistent with friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.